Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device revealed the device show signs of pitting and discoloration. The device has surface marks and deformation around the locking area. A review of the manufacturing records for (B)(4)/11km03968 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab performed an analysis with the following results: damage/deformation was observed on both the articular surface and backside of the tibial insert this could have been caused by third-body particulate (bone cement, bone, etc.). Damage/deformation was also observed within the insertion/extraction slot and on the patellar recess this could have been created during insertion/extraction from the tibial base. Features observed on the articular surface and backside of the insert could have been created by third-body particulate. The underlying cause of revision could not be definitively determined from this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision was performed.